Event description:
There is a national shortage of heparin premix bags so we have switched to attaching heparin vials to minibags. We have had a couple of issues and thought we would share, in case other places are also switching to minibags in light of the shortage: certain heparin vials don't fit the minibags - metheil brand pink cap 10,000 units/10 ml vials; nurses hear the pumps beeping and stop the pump not realizing it is a heparin continuous infusion (they assume it is an antibiotic since most minibag meds are minibag); epic scans 50 ml and 100 ml bags minibags correctly and does not differentiate volume, which could lead to concentration errors. Error occurred; medication did not reach pt. (B)(4).